Event description:
During procedure (repair of fractured hip on an 11 year old), drilling guide wires (2x) broke (entirely through)no apparent injury. One of two broken items was given to the manufacturer rep. For analysis.